Event description:
It was reported that patient had previously had "issues with catheter occlusions" and that catheter had been revised. Drug delivered via the device was noted as fentanyl (old) and morphine (new). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6). (B)(4).